Event description:
It was reported boston scientific corporation that a one step button initial placement gastrostomy kit was used in a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown. According to the complainant, during the procedure, it was noted that the sheath where the button was contained appeared to be thicker than normal. The physician did not use this device and a new one step button initial placement gastrostomy kit was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was good.

Manufacturer narrative:
(B)(4) for the reported event of pullwire broken. A visual assessment found that the pull wire was broken; it appeared to be cut. The red strip and suture were not present. The button was removed from the device. It appears the shrink tubing was removed and slid back onto the tubing. The shrink tubing was torn for approximately 3 cm from the distal end. The heat shrink was approximately .015¿ thick. It was noted that the condition of the returned unit was not consistent with the complaint incident that the ¿connecting part of obs tube and the button was thicker than normal¿. A review of the related DHR¿s, and the incoming inspection record indicated that the shrink tubing met specification when assembled. It could not be determined if the issues was related to and aspect of the procedure or if it was a user preference issue. The pull wire was broken; it appeared to be cut. It could not be determined how the pull wire was cut. Therefore, the root cause for the complaint is undeterminable. A device history record (DHR) review of lot number 15924841 was performed and revealed no issues related to the reported complaint. A lot history search was performed and found no other complaints against lot number 15924841.